Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen was cracked and scratched. The reporter indicated that the display screen was able to be read safely. The reporter confirmed that there was no known moisture ingress related to the event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission, (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, visibility to the pump display screen was found to be obstructed by scratches to the pump display lens.